Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. A "high pressure" alarm was recorded in the event log multiple times during event history log review. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
It was reported that an occlusion alarm was triggered. Per reporter, there was patient involvement/ no adverse event reported. Evaluation of the returned device couldn't confirm the reported issue.